Event description:
It was reported that an alert 13 occurred indicating that a cartridge had not been properly loaded onto the pump. Due to the delay in insulin therapy the customer's blood glucose rose to 900 mg/dl and the customer went to the emergency room and subsequently hospitalized. The customer was treated with intravenous fluids of saline and insulin at the hospital which resolved the issue. Technical support educated the customer on the meaning of the alert. Multiple attempts were made by tandem technical support to follow-up with the customer regarding hospital discharge date, but no response was received.